Manufacturer narrative:
Corrected data h6 (component code); h6 (type of investigation): "4117 - device not accessible for testing" replaces "4114 - device not returned"; updated section b4, g3, g6, h2, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, no information regarding valve details and patient particulars were provided. Attempts to retrieve the device and additional information were unsuccessful. Customer report of stenosis and high gradients was confirmed through observed pannus overgrowth. Six (6) color pictures were provided. The photographs showed circumferential pannus tissue overgrowth on what appeared to be the inflow aspect. Host tissue overgrowth contributed to stenosis and likely to the reported high gradients. Valve was not visible in the photos. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that an inspiris resilia valve implanted in the aortic position was explanted from a 70-year-old patient after an implant duration of approximately two (2) years due to stenosis and high gradients secondary to pannus formation. As reported, the valve looked perfect from the outflow aspect or aortic side. On explant, it was observed that extensive fleshy circumferential pannus tissue on inflow aspect had grown onto the sewing ring eventually obstructing the inflow aspect of the valve creating gradient.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.